Manufacturer narrative:
Initial report sent to FDA: 07/27/2007.

Event description:
According to the reporter, staple line leak four hrs post-op. Re-operation was performed to correct. Pt fine. Sex: male, procedure: lar.